Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4). Date of initial report sent: 09/19/2012. MDR ref # 9615742-2012-00404 (avaulta anterior), 9615742-2012-00467 (avaulta posterior). Note: this report corresponds with report # (B)(4) for a "uretex". Date of report: (B)(4)2012, device info: uretex urethral support system, catalog # 485053, lot # na. (B)(6).